Event description:
It was reported that 12 hrs after the placement of this 2.5-mm stent, the pt returned with a thrombus at location of the stent. Following the initial stent placement, the stent was not post dilated and the distal aspect of the stented area appeared slightly hazy. The thrombus was successfully treated by post dilation with a 3.0-mm balloon catheter. Reportedly, the pt was fine following the second intervention.